Manufacturer narrative:
(B)(4).

Event description:
It was reported that elevated threshold and sensing issues were observed on the rv lead. Lead was capped and replaced. Patient was stable before, during and after the procedure.